Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed corrosion damage to the drive shaft assembly and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro reciprocating saw was sent in for repair due to overheating prior to procedure. There was no pt involvement; no adverse event was associated with the device.